Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber broke. The vaporization power used was 180 watts, the coagulation power was 35 watts. The procedure was completed with a second fiber without clinical consequences to the patient. The total joules used for the procedure were 220,125 joules.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification did not identify any fractures or detachments. There were no defects observed with the returned fiber. The glass cap exhibited severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Also, the metal cap exhibited severe charred detritus adhesion on surface which is indicative of prolong tissue contact. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. During functional testing with the hene (helium-neon) laser fixture, there were no breaks identified along the length of the fiber. Based on the analysis results the reported event was not confirmed and an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber broke. The vaporization power used was 180 watts, the coagulation power was 35 watts. The procedure was completed with a second fiber without clinical consequences to the patient. The total joules used for the procedure were 220,125 joules.